Event description:
It was reported that this right ventricular lead was repositioned due to high bipolar pacing thresholds and muscle stimulation, with loss of capture in the unipolar configuration. There was no asystole. No additional adverse patient effects were reported.